Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine the root cause, the report was no longer seen. The backlight pcb cable was re-seated at the connector on the digital board as a precaution. The device will be recertified and returned to the customer. Analysis for the report of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely green with horizontal lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.